Event description:
It was reported, "the customer, [...] Reported via our distributor, (B)(4) in (B)(6) 2010 that the units failed under (B)(4) when the customer inspected."

Manufacturer narrative:
Method: complaint history review. Evaluation summary: a review of the product experience reporting database and complaint files shows that a trend has been previously identified regarding the ceramic rails fracturing and/or falling out of the cutting blocks. The results of the investigation performed indicated that this event is related to a trend of similar events where ceramic rails have fractured. The results of the investigation concluded that the root cause of this trend is design related. Contributing factors to this root cause include the diameter and proximity of the ceramic rail to the anterior and posterior faces of the cutting block, as well as the elastic properties of aluminium, compared to that of ceramic. This is the same event as: MFR # 2249694-2010-01518.